Event description:
It was reported drill broke during procedure. No patient injuries were reported.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
Broken piece was removed from the patient with tweezers. A backup device was available to complete the procedure with less than 30 minutes delay.

Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit returned. The device is quite damaged. The distal end has been distorted and snapped off at approximately the 10mm depth marker. The drill tip piece is cracked open. Pieces have been collapsed and crushed. It was reported that all pieces were removed with tweezers. Force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage. No root cause related to the manufacture of this device can be determined for the stated complaint.